Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mp20 monitor and arm had separated from the bracket. The device was not in clinical use at the time. No patient or user harm reported.